Event description:
Physician's notes state pt's left implant was ruptured with silicone granuloma and pt had bilateral capsular contracture. Physician's notes also state problems were observed in 1994.

Manufacturer narrative:
Device 1 of 2 conclusion: 68 - envelope tear caused by wear. Methods: 86a - envelope thichness measurement. 86b - weight measurement. 86c - feature dimensional measurement. 86d - microscopic examination. Results: 100a - loss shell integrity, envelope slit. 100b - crease lines. 100c - slight amber color. 100h - loss of shell integrity, envelope tear. 100p - weight measurement. 100q - envelope thickness. 100s - feature dimensions. Conclusions: 68c - color within specifications. 68d - creases and wear result of folding action in-vivo. 68j - weight within specification limits. 68m - envelope slits caused by sharp object contact. 68r - thickness specification could not be determined.